Event description:
Rptr complains of the following related to right breast implant: 12/88: general debility/fatigue, dull body aches, 12/89: heavy menstrual cycles with pain, 6/90: lower left abdomen pain associated with low back pain & "fluids/bowels", 2/91: left breast cancer, 3/91: irregular bowels, constipation primarily for one yr. 1991: notable memory lapses, numbness, 1992: sharp to dull pains of right breast. 1992: hysterectomy/beginning of chronic yeast, 1993: night sweats, 1994: decreased balance, coordination, 1995, muscle/joint pain requiring inordinate amount of care. 1995: left explant-all polyurethane foam & known lead, etc, ingredients had been absorbed in body, 1994: atypical neurological disease based on 1991 ongoing symptoms of 1994, abnormal sulfatide body, (3280). 1994: spect scan is abnormal showing decreased flow left parietal. 1991 on-hematuria-unknown cause despite numerous tests. Rptr complains of the following related to left breast implant: 12-88: general delibity/fatigue, dull body aches, 12-89: heavy menstrual cycles with pain. 6-90: to present lower left abdominal pain-undiagnosed still associated bowel/bladder problems, 2-91: left breast cancer-had entered capsule-modified radical mastectomy. 1991 ongoing: increase of fatigue. Muscle/joint aches/pains. Rptr had numbness (nipple or breast) in surgical area, excess fluid, bleeding through envelope and ca had entered capsule. Rptr c/o bladder pain, infrequent urination, blood in urine, multiple tests - "spastic bladder," peripheral neuropathy and other neuropathy, anxiety &/or depression, organizational difficulty, lack of concentration, mood swings, procrastination, getting lost or confused, dementia, reduced blood flow to brain, elevated cholesterol or triglicerides, adrenal problems, chronic swelling left ue, burning, heat sensitivity, chronic diarrhea &/or constipation for a 2-3 yr period, esophagitis, duodenitis &/or gastritis, irritable bowel syndrome, duodenal ulcer, blood in stool, ovarian cysts, left oopherectomy, substantial hair loss not connected with medications especially after mastectomy fluctuates row, unusual chronic yeast infections, joint inflammation, swelling, pain/arthralgia, joint stiffness, intermittent possible liver problems, chronic swollen lymph nodes/lymphadenopathy, under arms and left groin, left axillary lymph nodes removed, chronic unexplained muscle spasms, muscle pain and burning, symptoms of fibromyalgia, unexplained mild, intermittent rashes, sun sensitivity, unexplained severe itching, chronic insomnia, non-restorative sleep, probable thoracic outlet syndrome, clumsiness/drops things and misjudges distance/runs into objects. (*)